Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level at the time of the incident was 278 mg/dl. Patient's current blood glucose was 278 mg/dl. Again customer had low blood glucose of 33mg/dl. The customer was treated with food. The customer declined troubleshoot for high and low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low and high blood glucose. The insulin pump will not be returned for analysis.